Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient complained of coughing a lot and that the capsule felt stuck after ingesting it. The customer informed that the recorder was flashing yellow and went to adaptive frequency response to an exclamation mark. Technical support informed the customer that since the recorder was flashing yellow for 20-30 minutes, the unit went into end of procedure mode and had stopped recording. As per the customer, they performed an esophageal gastroduodenoscopy and did not see the capsule, so they will have the patient take x-rays to confirm if the capsule was passed before having the patient ingest a second capsule. Tech support informed the customer to create the video and recheck in the patient to see if they can resume recording. The x-ray findings showed that the capsule was in the right bronchus. There was no reported patient outcome.